Event description:
Analysis was completed for the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Additionally, the internal memory of the generator revealed that lead impedance changed from 1455 ohms to 5455 ohms on 9/3/2018. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead portions. Note that portions of the (+) white and (-) green inner silicone tubes and quadfilar coils and anchor tether were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis multiple abraded openings were observed on the outer silicone tubing. An abraded opening was observed on the connector pin inner silicone tubing. The abraded openings found on the outer silicone tubing and abraded opening found on the connector pin inner silicone tubing, and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed connector ring inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the abraded openings on the outer silicone tubing and connector pin inner silicone tubing, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based upon the analysis, there is no evidence to suggest discontinuities in the returned portions of the device. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was referred for surgery due to high impedance resulting from system diagnostics. There was no obvious cause reported to have caused the high impedance. The patient's generator and lead were later replaced and during the replacement it was reported that the lead could be seen coming through the insulation in multiple areas. The explanted devices have not been received to date. No additional or relevant information has been received to date.